Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of low signal alarms and questionable results for multiple assays and multiple patients tested on a cobas e 801 analytical unit. Of the data provided, discrepant results were identified for 2 patient samples tested for elecsys tsh (tsh) or elecsys ft3 iii (ft3 iii). Patient 1 initial tsh result was 0.08 uiu/ml and the initial ft3 iii result was 50 pmol/l. The repeat tsh result was 1.88 uiu/ml and the repeat ft3 iii result was 6.1 pmol/l. On (B)(6)2023 patient 2 initial tsh result was 72 uiu/ml. The repeat result was 86.9 uiu/ml. It is not known if the questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The tsh reagent lot number was 706398. The expiration date was not provided. The ft3 iii reagent lot number was 611920. The expiration date was not provided.

Manufacturer narrative:
The measuring cells had been replaced on (B)(6) 2023. The low signal alarm occurred on (B)(6) 2023. The customer performed blank cell calibration and qc was acceptable. On (B)(6) 2023 the field service engineer (fse) replaced the sipper nozzle for one of the measuring cells. The tubings were replaced and the system was checked for leaks and bent probes and all were ok. Instrument checks were acceptable. The issue was not resolved. On (B)(6) 2023 the fse returned to the customer site and flushed the sipper lines and replaced pinch valves. Qc was acceptable. On (B)(6) 2023 the fse returned to the customer again and ran a full instrument check and the system passed. The investigation is ongoing.